Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-09. H6: investigation summary. Bd received 1 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective locking mechanism with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions (CAPA) 1465371. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield broke off from the needle. The following information was provided by the initial reporter: "on (B)(6) 2021, when the blood sampling nurse of (B)(6) pressed the safety lock after using eclipse to collect blood, the lock fell off."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield broke off from the needle. The following information was provided by the initial reporter: "on (B)(6) 2021, when the blood sampling nurse of (B)(6) pressed the safety lock after using eclipse to collect blood, the lock fell off."